Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 18 g there was foreign matter on the needle. There was no report of patient impact. The following information was provided by the initial reporter: one of our caregivers was going to use an 18g precision glide needle when they noticed what appeared to be metal shavings on the needle.

Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 18 g there was foreign matter on the needle. There was no report of patient impact. The following information was provided by the initial reporter: one of our caregivers was going to use an 18g precision glide needle when they noticed what appeared to be metal shavings on the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05oct2022. H6: investigation summary: it was reported a unit had what appeared to be metal shavings on the needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister was received for evaluation by our quality team. A visual inspection was performed. First, with a 10x magnifier lens, and then with a 30x microscope. The top 1/2" of the needle has dark, soft, particles adhered to it. The particles are dust. No other defects or imperfections were observed. This defect could occur if, before a repair or preventative maintenance, the needles in the area were not removed inducing the symptom reported. A device history record review was completed for provided material number 305195, lot number 2056690. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly line was performed. No dust or any other particles were observed. The sample will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.